Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, infinion 1x16 percutaneous lead and splitter 2x8 kits description: 5025180 .the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing sharp pain in the right knee shortly after the trial procedure. It was also reported that when the patient continued to complain the right leg twitching and knee pain they have removed the second lead, it was then a failed trial. The physician did not believe that the pain was device related, it was more of the physiology as the lead was passing up into the epidural space it might have triggered some area that was a little too tight and patient experienced a lot of discomfort so the physician felt it was best to remove the lead. The patient underwent an early lead pull and was doing well postoperatively.